Manufacturer narrative:
(B)(4). Insulin pump received with stripped battery cap coin slot(p). Cracked case at the display window corners, cracked lcd window, cracked battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had cracks on the front side. Customer was unable to open battery cap of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.